Event description:
It was reported that the customer passed away. Caller stated that the customer was found with very low blood glucose while she was sleeping. Caller called into the helpline and stated that he was doing an investigation on a homicide due to the customer was wearing the insulin pump at the time of passing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.